Event description:
The patient had bacterial meningitis with an unknown cause in (B)(6) of 2014. The physician believed that it was related to the bone flap hardware; however, all of the patient¿s implants were removed. There was no alleged product issue. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen. As of (B)(6) 2015, the meningitis was gone and the patient was re-implanted with a new pump and catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type: catheter. (B)(4).